Event description:
It was reported that following a shoulder arthroscopy procedure, a 2-day painpump containing marcaine was placed for post-operative pain management. The pump and catheter were removed 2-3 days following the surgery with no abnormalities reported. Thirteen days following the surgery, the patient presented with cellulitis at the incision site. Two days later, the patient was seen again at which time fluid was expressed from the incision site and the patient was prescribed keflex. Following this round of antibiotics, the patient was seen again and the incision was cleaned and repacked. The patient was also prescribed another round of keflex.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot sterilization certificate indicated that the radiation dose was within specification.